Event description:
Per the clinic, the patient was hospitalized (date and duration not reported) due to healing issues at the incision site post operatively. The implanted device remains.

Manufacturer narrative:
(B)(4): the implanted device remains.